Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was experiencing a ventricular tachycardia (vt) that was accelerated after anti-tachycardia pacing (atp) was provided. The patient was subsequently shocked by their device and their rhythm was successfully converted. No additional adverse patient effects were reported. This ICD remains in service.